Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure the forceps tore the tissue and a bleed developed. Two resolution clips were placed to stop the bleeding. The procedure was not completed due to this event. The pt's condition at the conclusion of the procedure was reported to be good. The pt was released later that day. No additional details have been obtained at this time regarding the circumstances surrounding this event and pt condition and are forthcoming. Should additional report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.